Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR.: promus premier ous mr 24 x 3.50 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the mid stent region lifted from their crimped positions and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. A percutaneous coronary intervention was being performed. The 90% stenosed, 24x3.50mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 24 x 3.50 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.